Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to breakage.

Manufacturer narrative:
No devices were received for evaluation; therefore, the condition of the components is unknown and a product evaluation cannot be conducted. The part and lot numbers are unknown so the device history records could not be reviewed nor could a complaint history search for related complaints be conducted. X-ray images were provided and clearly showed that the tibial stem extension broke slightly below the junction with the tibial component. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reporter stated that the tibial component was implanted and connected to a non-zimmer biomet stem. The inappropriate combination of product was considered as the root cause.